Manufacturer narrative:
The customer¿s device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device only displays a partial screen, and the initial reporter is not able to make out what is on the display. The initial reporter performed a display check and was not able to see the 888 in the results field. The batteries were replaced twice, and the problem persisted. No actual misinterpretation of a result occurred.